Event description:
Caller reported alarm 2 followed by alarm 26 related to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl and cgm did not read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Additionally, cts transferred the caller or requested follow-up for further assistance due to frequent and recurring occlusion issues.